Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, earlier in the day she had changed the set three times but the device didn't administer the insulin, it alarmed no delivery. Customer was advised to go the emergency room and was stabilized since his blood glucose was 480 mg/dl, treated with manual injection and IV drip. Customer declined further troubleshooting. Customer stated he had issues with the set but they didn't send him reservoirs. Customer is not returning the reservoirs for analysis.